Event description:
Complainant alleged that while attempting to defibrillate, a male pt the device reportedly delivered 10 joules when 200 joules was selected. Complainant indicated that the pt subsequently expired; however it was not related to the reported malfunction.